Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported patient effect of hypotension is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8 x 19 mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that a stent was implanted in the distal left circumflex coronary artery. A perforation was noted on the distal stent edge and the patient's pain level increased to 10/10 scale. The 2.8 x 19 mm graftmaster was inserted to treat the perforation, but it could not cross the newly deployed stent. The 2.8 x 16 mm graftmaster was inserted, but was also unable to cross the newly deployed stent. The third graftmaster, another 2.8 x 16 mm, was inserted and was successfully implanted. The perforation was sealed with this graftmaster. The patient became hypotensive from the blood loss. The patient was medicated and intubated for her pain. No additional information was provided.